Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The patient presented with a distal type I endoleak. Two months later, a gore excluder aaa endoprosthesis contralateral leg component was implanted and the distal type I endoleak was successfully repaired. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, the following gore excluder aaa endoprosthesis components were implanted: pxc201000/lot#05030396, pxa260300/lot#04711874, pxc161000/lot#04645150, pxc141000/lot#04725878, pxt281414/lot#05043287 and pxc141400/lot#04976200. In 2007 the following gore excluder aaa endoprosthesis component was implanted: pxc121400/lot#04877405.